Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use and was undergoing diagnosis procedure for general surgery at the time of event and the procedure was delayed by 20 minutes and completed by restarting the system. It was reported that the system's flex vision monitor was not displaying fluoroscopy. Upon further inspection, philips remote service engineer (rse) confirmed the hard disk has low disk space. Rse removed signals and checked the software. The video matrix was replaced which reconfigured the video signals. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was not displaying fluoroscopy. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.